Event description:
It was reported the bronchovideoscope was displaying image disturbances (noisy image) during a diagnostic bronchoscopy procedure. There was a delay in the procedure (<30 minutes) due to the event, however, the procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. The issue was attributed to damage on the charge couple device unit. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.